Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd eclipse¿ bd luer-lok¿ syringe with detachable needle there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: no sample or picture was return for investigation. Root cause could not be determined as there is no sample returned for investigation. During the review of DHR, there was no similar non- conformance found during out-going inspection. There was no quality notification raise for a similar non-conformance for the past one year. If samples are received in the future the complaint will be re-opened and re-investigated.

Event description:
It was reported with the use of the bd eclipse¿ bd luer-lok¿ syringe with detachable needle there was an issue with foreign matter. There was no report of injury or medical intervention.